Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced blackish vomiting. On (B)(6) 2018, the patient went to the ER due to abdominal pain and vomiting. The patient was hospitalized for pain management and received preventative unknown intravenous antibiotic treatment. On (B)(6) 2018, an exploratory gastroscopy revealed a pneumoperitoneum. On (B)(6) 2018, the patient did not have any abdominal symptomatology, was without any signs of worsening, and was improving; however, hospitalization was continued. On (B)(6) 2018, it was reported that the patient "did not breath" and died due to the abdominal pain and pneumoperitoneum. The patient's family did not want to perform an autopsy.